Manufacturer narrative:
Follow-up #1: date of submission 04/04/2016. Device evaluation: the device has been returned and evaluated by product analysis on 03/22/2016 with the following findings: during investigation, the battery compartment was found to be cracked. Unrelated to the original complaint, the vibration was not operational. There was rust in the battery compartment. A leak test failed due to a battery compartment leak. The pump was opened and there was evidence of moisture on the force sensor plate and inside cover. When the pump was powered on the display appeared dim and discolored. There was a crack at the u-groove and a test clip securely slid onto the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.